Manufacturer narrative:
.

Event description:
It was reported that the patient received inappropriate high voltage therapies due to lead noise. Patient noted that she could not lift arm above shoulder after the shocks. Lead was capped and replaced.